Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the <<description>> for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing impedance measurements measuring, 2,200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Subsequently, during a routine device change out procedure troubleshooting was performed, and the noise could not be recreated, and impedance measurements were within range. The device was explanted and replaced successfully. The non-boston scientific lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing impedance measurements measuring, 2,200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Subsequently, during a routine device change out procedure troubleshooting was performed, and the noise could not be recreated, and impedance measurements were within range. The device was explanted and replaced successfully. The non-boston scientific lead remains in service. No additional adverse patient effects were reported.